Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs #2937457-2014-01208, 2937457-2014-01209, 1225714-2014-05124, 1225714-2014-05125, 1225714-2014-05126 and 1225714-2014-05127.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.